Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose leading to diabetic ketoacidosis. The blood glucose reading was 378 mg/dl. The customer had not received any alarms. The customer was still being treated in the hospital at the time of the call. The drive support cap appeared normal. Insulin did exit with the manual prime and the customer did not observe any air bubbles or leaks. The insertion site was not sore or irritated and the insulin was new and looked good. The time and date were correct. The basal rates and bolus wizard were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.